Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that a remote transmission was received which showed that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead for sensing integrity counter (sic) and high rate non-sustained episodes, and the rv lead also exhibited undersensing of fine ventricular fibrillation (vf). After calling the patient's home, a health care professional was informed that the patient had passed away. The physician indicated that the patient had reported heart failure symptoms 11 days prior, and the patient had atrial tachycardia (at) for the last 9 days. The physician indicated that this was worsening heart failure, and the patient had passed away from hypoxia and/or hypotension from congestive heart failure. It was noted by the physician that ¿sensing, impedance, and threshold trends have been normal and stable¿. The physician did not indicate any device complaints, and it was noted that the physician "did not have any complaint about the device, and does not believe that sensing this rhythm appropriately with delivering high voltage therapy would have saved this patient.¿